Event description:
It was reported by the affiliate that during cholecystectomy the clip fell out. Another device was used to complete the case. There were no consequences to the pt.

Manufacturer narrative:
D4, 10; h4, 6: info anticipated, but unavailable at this time.